Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted cystectomy surgical procedure, the prograsp forceps stopped executing the command. After removing it from the robotic arm for inspection, it was observed that the cables were broken, making it necessary to use another instrument to replace it and continue the surgery. The clamp with the broken cable in question was in its 14th use. The procedure was completed with no reported injury.